Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system unexpectedly became unresponsive. In trouble-shooting, they exited the software, re-entered and re-registered the patient successfully. The surgeon continued the procedure and completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the date listed in h10 of the initial 3500a should have been 03/23/2015.the software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated. At least three documented attempts have been made to retrieve logs with no additional information made available.

Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Fusion software upgraded. No parts have been received by manufacturer for analysis. No further issues have been reported.